Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure the needles keep falling off the suture prematurely. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained. - please confirm the number of devices that have the issue of " needles keep falling off the suture prematurely".-5 packs defective. - when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify for each of the involved devices. During surgery within the last month or two, I don't have exact dates. - what is the procedure name and date? The suture broke in the icle on (B)(6) 2023. -were there any adverse effects to the patient or user? No, just frustration when the incidents occurred. -are the devices (used and remaining in box) available for return? No, the most recent issue was the last package in the box.. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-08285, mw # 2210968-2023-08286, mw # 2210968-2023-08287, mw # 2210968-2023-08288. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.